Event description:
It was reported that the noise was noted on the right atrial and right ventricular leads. The right ventricular lead was capped and replaced on (B)(6). During the procedure, the right atrial lead was explanted and replaced. The patient was stable throughout.